Manufacturer narrative:
Results: the lightsheer was sent to the depot, their finding was debris on the outside of the tip, the debris was cleaned off the outside. This appears to be the root cause of the slight burn. The depot also reported a spot located inside the tip, the tip was cleaned and the spot removed. It is not clear if the spot inside the tip contributed to the root cause. The depot also replaced the handpiece halves and performed all necessary reliability improvements and final test.

Event description:
Complaint called in 2006, saying there is debris not coming off the chill tip. One pt had some pigmentation and a slight burn, she was prescribed silvadene cream.